Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s medical history includes parkinson¿s disease. The patient is having pain at their peripheral stimulation site with an event date of (B)(6) 2018. The patient¿s wife called them on (B)(6) 2018 and said that the patient had been taken to the emergency room (ER) for increased pain and needed help shutting off the stimulator. The patient was seen at their physician¿s office on (B)(6) 2018 by a nurse practitioner and a follow up appointment was made with the physician for (B)(6) 2018. The patient and wife both stated that when they were seen the peripheral stimulation was still helping the patient¿s back pain. There were no known causes and no interventions were taken. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is scheduling an appointment to talk about getting a new ins because the patient had his for 5 years and last year it was hurting him around the ins site and causing shock for the patient so the patient has turned it off and has not used it since. No further complications were reported.